Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, noise episodes were detected on the right ventricular lead. Diagnostic imaging was done, but no lead damage was seen. The right ventricular lead was capped and replaced and there were no patient consequences.